Manufacturer narrative:
Additional information was received regarding the system components in section d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764r, ubd: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that both monitors displayed a "no video detected" message. When the camera cart was paired with a known working main cart, the camera cart was able to get a video. The medtronic representative (rep) confirmed that lights were on for the back of the computer. The main cart monitor was set to high-definition multimedia interface (hdmi). The hdmi cable was reseated on the back of computer and monitor with no change. There was no patient involvement.

Manufacturer narrative:
H3,h6: no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.